Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 was not not getting co2 insufflation during dissection and branch ligation. The customer was getting high pressures, intermittent occlusion alarms, and no flow to the tunnel. During troubleshooting customer attached a 3 way stopcock to the btt during dissection which did not work. Customer struggled with dissection but able to get through it. The co2 was attached to distal insufflation and the problem persisted and she was unable to complete the harvest without changing out the evh kit. Evh kit was changed and the problem was resolved. The customer did not switch the co2 tubing. No patient harm. No procedure delay.